Event description:
A malfunction alarm, specifically malf 5, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer continued to use the pump for insulin therapy.